Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen visual. This report is made based on results of investigation completed on 02/10/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/10/2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The following findings are unrelated to the reported issue: visual inspection revealed that the keypad cover was missing. Evaluation revealed that all of the keypad buttons were properly responsive. No evidence of contamination was found under any of the key contacts. Initial reporter: (B)(4).